Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a safety syringe. The customer reports "needle detached while drawing up from a vial."

Manufacturer narrative:
Report submitted 10/20/2005.